Event description:
It was reported that a vf episode was observed with noise possibly from myopotentials. The patient did not receive high voltage therapy because sinus was re-detected before charging was completed. Isometric test was performed and device was reprogrammed. The patient was doing well and was monitored via merlin.net.